Event description:
A malfunction alarm, identified as malf 24, was reported, and the pump could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which was sent with updated software. Instructions were provided for returning the faulty pump, and the customer understood the necessary steps, including putting the pump into storage mode.